Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A device report from (B)(6) indicates during a corpectomy of the c7 vertebral body surgeon inserted a graft into the space, then selected a cslp-va 2-level plate and inserted five screws to lock down the plate, two cranial, two caudal and one into the graft. As surgeon was tightening the screw going into the graft, one of the flange's on the screw head broke off in the patient. Surgeon could not tighten screw or remove the screw with the screwdriver. Surgeon attempted to remove the screw with a pituitary and broke a second flange, leaving only two. Surgeon tried to remove the screw with the conical extraction device, without success, with the tip of the conical extraction device breaking off in the head of the screw. Surgeon was unable to remove the tip of the extraction screw, tip remains in the patient along with two flange's of the screw head. The remaining four screws were locked down and the procedure was completed. This is one of three reports for this event.